Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml intravia containers had large air bubbles appearing in the bags. The empty bags were used for inotrope patients (some bags contained milrinone and dobutamine). The air was removed from the bags by the pharmacist; however, when the customer tapped the drug additive port, small air bubbles started to appear and coalesce into big air bubbles. The air resulted unspecified pumps alarming "air-in-line". The customer suspected there was a problem with the drug additive port not being sealed adequately. To resolve the event, the patients were instructed to re-prime the line to remove the air bubbles. There was no report of patient injury or medical intervention associated with this event. No additional information is available.